Manufacturer narrative:
(B)(4).

Event description:
High lead impedance was reported on (B)(6) 2016 and the lead was removed on (B)(6) 2016.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the mechanical analysis a stylet could only be introduced and advanced 1 cm towards the lead tip. The subsequent visual inspection revealed dried blood residuals approx. 1 cm distal to the is-1 connector pin in the lead's lumen. Furthermore a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. Based on the damage symptoms, it is reasonable to assume that the bending was due to forces applied during the explantation procedure. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.